Event description:
The pt was a living donor hand assisted nephrectomy. Weck hem-o-lok clips were utilized to ligate the renal artery. Approx 3 hrs post surgery, the pt went into cardiac arrest. She was emergently sent to the operating room where an exploratory laparotomy was done. She was hemorrhaging and in shock. She expired in the operating room. Clips could be seen floating in the abdominal cavity which was full of blood. An autopsy confirmed the "renal artery was surgically cut and unclamped."